Event description:
This did not only happen today. I use the abbott libre 3+ continuous glucose monitors, but they fail consistently to register my glucose when I need to check it. It takes many attempts to get a reading. Their instructions say to turn off my blue-tooth connection and turn it back on again. I have to try that multiple times and it does not work consistently. My ability to check my glucose is therefore hit or miss. This is not simply a single sensor that has malfunctioned. It did not happen with the libre 2 devices. But abbott forced me to get the libre 3+ and I have this problem with every sensor I get. Abbott should be forced to fix this issue. For patients who depend on these devices to stay in a safe range, this is more than an inconvenience. It is a tragedy waiting to happen. Look at the online user complaints. I am not the only person this is happening to.